Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
An endeavor sprint drug eluting stent was implanted in the rpda. The following month during a staged procedure an endeavor sprint was implanted in the lad. Approximately 43 months post the index procedure the patient suffered a myocardial infarction which was treated with medication and the outcome is reported as resolved. The investigator assessed that the event was not related to the study device.

Event description:
Approximately 48 months post the index procedure the patient expired. Cause of death unknown. The investigator assessed that the event was not related to the study device

Event description:
Investigator assessed the cause of death as parkinson's disease and underlying cause was chf, copd and dementia.

Event description:
Autopsy report has provided cause of patient death as malignant mesothelioma.